Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During a cardiopulmonary bypass procedure, the roller pump failed to power up. There was no adverse consequence to the pt as a result of this event.